Event description:
It was reported, during the PICC catheter insertion for the patient, the catheter was successfully placed. However, when attempting to connect the pressure relief sleeve and the infusion connector, it was found that the connector could not be tightened. Upon inspection, it was discovered that the pressure relief sleeve lacked a threaded interface. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.